Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor was replaced to address the issue. In addition, the blower assembly, blower bellows, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, and muffler assembly due to contamination and the software was reloaded.